Event description:
It was reported that the patient presented in clinic, and it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.